Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is experiencing inflation issues three weeks following the implant procedure with this inflatable penile prosthesis (ipp). The patient is also is experiencing a popping sensation in the pump when trying to inflate cylinders. The physician attempted to cycle the device, and the fluid would flow back into the pump and would only provide a 30% erection. The physician reported that it feels like sometimes the fluid was going back into the pump while trying to inflate and sometimes the pump bulb was staying flat. After the physician used troubleshooting techniques from the instructions for use (IFU) the device successfully inflated. The patient requires the techniques for every use. The ipp remains implanted and active. On 06jul2021 the physician spoke with the patient and the pump only works 1 out of 10 attempts, the physician wants to replace the device. It was further clarified from the field that the patient was scheduled for a revision procedure on (B)(6) 2021, however, the procedure was postponed due to the patient stating the pump now works 9 out of 10 times. Additional information was received from the field that the patient is happy with the device and the pump is working as intended.

Event description:
It was reported that the patient is experiencing inflation issues three weeks following the implant procedure with this inflatable penile prosthesis (ipp). The patient is also is experiencing a popping sensation in the pump when trying to inflate cylinders. The physician attempted to cycle the device, and the fluid would flow back into the pump and would only provide a 30% erection. The physician reported that it feels like sometimes the fluid was going back into the pump while trying to inflate and sometimes the pump bulb was staying flat. After the physician used troubleshooting techniques from the instructions for use (IFU) the device successfully inflated. The patient requires the techniques for every use. The ipp remains implanted and active. On (B)(6) 2021 the physician spoke with the patient and the pump only works 1 out of 10 attempts, the physician wants to replace the device. It was further clarified from the field that the patient was scheduled for a revision procedure on (B)(6) 2021, however, the procedure was postponed due to the patient stating the pump now works 9 out of 10 times.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is experiencing inflation issues three weeks following the implant procedure with this inflatable penile prosthesis (ipp). The patient is also is experiencing a popping sensation in the pump when trying to inflate cylinders. The physician attempted to cycle the device, and the fluid would flow back into the pump and would only provide a 30% erection. The physician reported that it feels like sometimes the fluid was going back into the pump while trying to inflate and sometimes the pump bulb was staying flat. After the physician used troubleshooting techniques from the instructions for use (IFU) the device successfully inflated. The patient requires the techniques for every use. The ipp remains implanted and active. On (B)(6) 2021 the physician spoke with the patient and the pump only works 1 out of 10 attempts, the physician wants to replace the device.